Event description:
It was reported that during a bowel resection procedure, an unknown error code occurred. When the device was removed from the patient and retightened onto the handpiece, the active blade broke off. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.